Event description:
It was reported the connector for the ventricular port is broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases are broken and contaminated. Battery release and battery drawer are contaminated. One side bail cover is broken. One side bail cover, side bail, ring cover, and ring bail are missing. Lead flex cover is corroded. Battery contacts are compressed. Keyboard is scratched. Lcd (liquid crystal display) is out of specification (gasket seeping into visual area).